Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ alert during fill tubing, consistent with a flow restriction or occlusion, and a guided dry run succeeded; after replacing the connector and using 23-inch inset tubing, drops were observed, indicating flow restoration. Symptoms included no reported adverse clinical effects. Outcomes included completion of troubleshooting and education with replacement supplies arranged. Investigation included guided functional checks and component substitution. Investigation of this case revealed that the issue was reproducible only with the initial consumables and resolved after connector and tubing replacement, indicating a probable consumable-related flow obstruction involving the connector and/or tubing components. It was concluded, based on previously established findings for similar reports, that the cause was a component-related obstruction not related to the pump platform.